Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. This is 1 of 2 medwatch reports being submitted for the same event. Please also see: 3002806535-2014-00267.

Event description:
It was reported that the patient underwent a hip replacement on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2014 due to alval reaction and elevated metal ion levels. No further information has been received.